Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported that an e10 (cartridge) error was displayed on her infusion device and her blood glucose was elevated as a result of not being able to clear the error. She stated that she inserted a new battery prior to the report. She was advised to perform the change cartridge procedure to clear the error. The patient then disconnected the call. Upon follow up three days later, the patient reported that she was able to clear the error. She stated that her blood glucose elevated to over 500 mg/dl. Her normal blood glucose level is 95-125 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.